Event description:
Stent dislodgement. The report received indicated that during a coronary procedure, the physician was attempting to treat a lesion in the proximal right coronary artery (rca) and in the right posterior descending (pd) artery. The lesion in the rca was treated successfully with a competitor's stent (vision). Then to treat the lesion in the pd, pre-dilatation was conducted and the cypher was being delivered to the pd; however, some friction was encountered and the stent got caught in the previously implanted stent. The physician retrieved the stent delivery system (sds) into the guide catheter and removed the sds from the patient without complications. However, upon removal, the physician confirmed the stent had dislodged from the sds. A coronary angiogram was performed and the stent was found at the ostium of rca. Therefore, another wire was delivered to site of the dislodged stent; the wire was looped to the stent strut and caught the stent. Using the guidewire, the stent was safely removed from the patient. The procedure was completed using another 2.5x13mm cypher stent; however, to prevent the stent from getting caught in the previously implanted vision stent, the guide catheter was deeply inserted through the vision stent and the cypher was advanced without complications. The procedure was finished successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Further information indicated the lesion in the posterior descending artery was de novo, moderately calcified, moderately tortuous and presented 90% stenosis. The product is not available for evaluation, as it was discarded by the facility. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.